Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
During a procedure, pacing would not stop even after using halt on the touch screen or keyboard. The coronary sinus catheter was unplugged and removed from the patient to stop the pacing. The system was still displaying pacing spikes. Further troubleshooting with the keyboard and touchscreen was attempted. Finally the stim/halt selection was used and the pacing spike finally ceased. No arrhythmia was induced. There were no patient consequences and the procedure was cancelled.

Manufacturer narrative:
Additional information: no product was returned for investigation.  A review of the device history record was not possible since the batch number is unavailable. The issue was resolved when the ep-workmate¿ usb to serial converter was replaced in the field.